Event description:
It was reported that the device was explanted after implant duration of approximately 80.57 months, due to aortic stenosis. Per the operative report, "the existing prosthetic valve was noted to be completely incorporated with no evidence of an endocarditis. However, the leaflets were heavily calcified and immobile. Ultimately the valve was freed from the surrounding soft tissues. All existing ethibound sutures which had been used previously to seat this valve were cut. The valve was removed as well as were all of the pledgets at the annular level."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.